Event description:
It was reported that outside of surgery, the unit was giving a valve pack error and both cylinders had incorrect information for fluid volume. There is no patient involvement. Due diligence is complete and no additional information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.